Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-08137. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman® access system (was) was advanced. A 27mm watchman ® laa closure device was then deployed and was too proximal so a full recapture was performed. Then a 24mm watchman ® laa closure device was deployed, but had zero compression so the closure device was fully recaptured. This 27mm watchman ® laa closure device was deployed. The closure device did not meet pass criteria due to low compression and a partial recapture was performed. However, anchor resistance was met while attempting to recapture the device. The physician experienced difficulty performing a completed recapture. There was a lot of resistance due to the shoulders failing to collapse and the delivery system was observed to be buckled along the distal shaft. When the delivery system was finally removed from the patient, we saw that the anchor had become caught against the tricut fold at the distal end of the delivery system. A new anterior curve was was advanced and 27mm and 30mm closure devices were attempted to be deployed; however' they were too proximal and a full recapture was performed. The procedure was aborted without implanting a closure device due to inability to fulfill the release criteria. No patient complications were reported and the patient's status is stable.